Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a remote monitoring alert was received as there were high out of range pacing impedance measurements on the right ventricular (rv) lead. Additionally, there were stored events with noise and oversensing. It was indicated the patient has a left sided system and is left handed. The patient plays golf weekly and also hits hundreds of practice balls a week for practice. As the physician believed there was a rv lead fracture, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed the distal high voltage cable was fractured approximately 30.7 mm from the terminal pin. Additionally, there was surface abrasion observed just above the fracture location. The fracture was located where the lead would correlate with the device header port opening. The surface abrasions indicate movement within the pocket area. As a result, the clinical observations were confirmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed the distal high voltage cable was fractured approximately 30.7 mm from the terminal pin. Additionally, there was surface abrasion observed just above the fracture location. The fracture was located where the lead would correlate with the device header port opening. The surface abrasions indicate movement within the pocket area. As a result, the clinical observations were confirmed.

Event description:
Boston scientific received information that a remote monitoring alert was received as there were high out of range pacing impedance measurements on the right ventricular (rv) lead. Additionally, there were stored events with noise and oversensing. It was indicated the patient has a left sided system and is left handed. The patient plays golf weekly and also hits hundreds of practice balls a week for practice. As the physician believed there was a rv lead fracture, the rv lead was explanted. No additional adverse patient effects were reported. It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed the distal high voltage cable was fractured approximately 30.7 mm from the terminal pin. Additionally, there was surface abrasion observed just above the fracture location. The fracture was located where the lead would correlate with the device header port opening. The surface abrasions indicate movement within the pocket area. As a result, the clinical observations were confirmed.

Event description:
Boston scientific received information that a remote monitoring alert was received as there were high out of range pacing impedance measurements on the right ventricular (rv) lead. Additionally, there were stored events with noise and oversensing. It was indicated the patient has a left sided system and is left-handed. The patient plays golf weekly and also hits hundreds of practice balls a week for practice. As the physician believed there was a rv lead fracture, the rv lead was explanted. No additional adverse patient effects were reported. The product has been received for analysis. It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.